Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. During the evaluation a ventilator inoperative code was observed in the device error log. The device's main board was replaced to address the issue.